Event description:
It was reported by customer that they had been hospitalized for blood glucose levels on (B)(6) 2014. Customer stated their blood glucose level was over 500 mg/dl during hospitalization. Customer declined troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.